Event description:
It was reported that there were two safety issue incidents in which the foley catheters were broken. The device was in use in the first incident for four days and in the second incident for seven days. The incident was that two patients pulled their catheter off on (B)(6) 2024 and only a portion of the catheter was seen. The incident occurred during patient use, inflated balloon including tip was inside the patient and the urologist was called and was waiting for the procedure to remove. Catheter pierced due to forceful pull. No trauma or bleeding was observed on the patients, their urologist had been informed and patients were being monitored. Quality review of the item was highly recommended and was asked to call off from the units to ensure patient safety. Per follow up via phone on 22may2024, it was reported that it had an impact on both patients and stated that the patients were kept nothing by mouth (npo) from afternoon and taken to operating room (or) and urologist removed it after cystoscopy and removed about the tube, about 10 cm of the catheter was removed and patient had pain.

Manufacturer narrative:
The reported event was confirmed use of device. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), coude lubricath foley catheter. Visual inspection of the one-photo sample the catheter tip broken from the catheter. This does not meet specification which states "catheter in finished product 0128xxx and 0109xxx, damages/perforations on catheter bonding and suction control are not allowed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not pull the catheter hard." Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were two safety issue incidents in which the foley catheters were broken. The device was in use in the first incident for four days and in the second incident for seven days. The incident was that two patients pulled their catheter off on (B)(6) 2024 and only a portion of the catheter was seen. The incident occurred during patient use, inflated balloon including tip was inside the patient and the urologist was called and was waiting for the procedure to remove. Catheter pierced due to forceful pull. No trauma or bleeding was observed on the patients, their urologist had been informed and patients were being monitored. Quality review of the item was highly recommended and was asked to call off from the units to ensure patient safety.